Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 11. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Disregard note regarding a/r block surgery date too far in the past. Attempt #1 - email sent to customer requesting clarification of implant placement date and/or lot #.